Event description:
It was reported that this implantable lead was positioned on the left bundle of his branch. The lead experienced dislodgement and was decided to explant the lead. No further adverse patient effects were reported.